Event description:
Boston scientific received information that this patient was referred for an ablation for atrial flutter but it was noted that this right atrial lead had dislodged. The lead was explanted and replaced with a competitor lead. This right atrial lead will not be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.